Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of bowel in a left hemicolectomy open procedure, the device was able to fire but the staple line had leak. The anastomosis was removed and stoma bag was placed. The patient had sepsis and need to have another surgery. The surgical time was extended 30 minutes or more due to the product problem.